Event description:
Additional event information reported: the power outage occurred two times during a therapeutic procedure and resulted in an unspecified delay, however, there was no health hazards to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported camera control unit power loss/plug issue was not confirmed, as the device was not returned to olympus for evaluation, however, the customer reported that there was no issue with the device, but the cart power plug was loose; once secured, the issue did not return. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera control unit powered down. The customer reported the unit plug was loose and once secured, the issue did not return. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.